Manufacturer narrative:
This report is submitted on may 9, 2019.

Manufacturer narrative:
This report is submitted on march 27, 2019.

Event description:
Per the patient's surgeon, the patient experienced pain, poor device performance and non-auditory sensations. Subsequently the device was explanted (date not reported), there are no plans to re-implant the patient with a new device as of the date of this report.